Event description:
User alleges one incident where the catheter sheared off and a portion stayed in the patient.

Manufacturer narrative:
Results evaluations : a review of manufacturing records could not be performed as the user facility did not record the lot number. The actual sample was not returned for evaluation. Based on history, this type of event is typically caused by the user pulling the catheter back against the needle bevel. The instructions for use has a precaution "do not pull catheter back through the epidural needle due to possible danger of shearing." And "if the catheter is difficult to withdraw, consult standard textbooks for specific techniques." There is also a caution: never withdraw the catheter back through the epidural needle as this may cause the catheter to kink or shear."